Event description:
Boston scientific received information that during normal device change out, this right ventricular (rv) lead and the competitor's new device exhibited shock lead impedance greater than 125 ohms. All of the header connections appeared to be normal. A defibrillation threshold test (dft) was performed in the rv to can configuration and was successful. The rv to can impedance measured 66 ohms. The rv to superior vena cava (svc) measurement was performed from the programmer and displayed a measurement of 170 ohms. The patient will be left with high voltage therapy programmed in the rv to can configuration. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.